Event description:
Event verbatim [preferred term]; blood glucose figures shot up [blood glucose increased]; no insulin was coming out [device failure]; the vials are at fault [product quality issue]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "blood glucose figures shot up(blood glucose increased)" with an unspecified onset date, "no insulin was coming out(device failure)" with an unspecified onset date, "the vials are at fault (product quality issue)" with an unspecified onset date, and concerned a 74 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart) (dose, frequency & route used-unk (2-4 units before each meal), unknown) from unknown start date for "type 1 diabetes", tresiba penfill (insulin degludec) (dose, frequency & route used-unk, unknown) from unknown start date for "type 1 diabetes". Patient's height: 168 cm; patient's weight: 58.1 kg ; patient's bmi: 20.57114510. Current condition: type 1 diabetes (since (B)(6) 2014). On an unspecified date, patient complained that her blood figures suddenly started to run high, up to 20 (units not reported) and realized that no insulin was coming from the vial into the needle for which she was referring the events as fatal or life-threatening. It was also reported that, patient was not sure that the vial was the problem or whether it was the needles or the plunger on the novopen. The product has been returned back for quality testing. Needles used are bd viva 0.23x4mm (non novonordisk), subcutaneous. It was also reported that vials were at fault. Batch numbers: novopen echo: unknown; fiasp: lr7ab70; tresiba penfill: ls6dm22. Action taken to novopen echo was not reported. Action taken to fiasp was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "blood glucose figures shot up(blood glucose increased)" was not yet recovered. The outcome for the event "no insulin was coming out(device failure)" was not yet recovered. The outcome for the event "the vials are at fault(product quality issue)" was not reported.

Event description:
Case description: patient's body mass index (bmi): 20.57114510. Batch numbers: novopen echo: (B)(4). Investigational result: name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: fiasp penfill, batch number: lr7ab70 a visual examination of the returned product was performed. The returned cartridges were tested for delivery with a novopen and a novofine needle. During testing it was possible to deliver preparation. Chemical analysis of the returned sample(s) was performed. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Name: tresiba penfill (u100), batch number: ls6dm22 a visual examination of the returned product was performed. The returned cartridges were tested for delivery with a novopen and a novofine needle. During testing it was possible to deliver preparation. Chemical analysis of the returned sample(s) was performed. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission, case was updated with the following information: - inv result updated - imdrf coding updated. - narrative was updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00021 reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 18-apr-2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available in spite of repeated efforts to find the same. Batch trend analysis or reference sample analysis were not performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. Events listed. Fiasp and tresiba penfill were returned to novo nordisk for evaluation. Drug analysis showed that product was normal. This single case report is not considered to change the current knowledge of the safety profile of fiasp and tresiba penfill. H3 continued: evaluation summary: name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available.